Manufacturer narrative:
The tech replaced, allowed the user control module dry, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the hi/low function was experiencing unintentional movement in the upward directions, due to fluid ingress in the user control module. No injuries were reported.